Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. Basic occlusion, occlusion, prime, and excessive no delivery tests were not performed due to no button response. The device had minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported that the insulin pump alarmed button error and alarm could not be cleared. Customer stated she had high blood glucose and gave a bolus correction and about an hour later she received the button error alarm. Customer was wearing the insulin pump on her chest. She thinks that the high blood glucose was caused by her snacking while shopping and does not need to troubleshoot the insulin pump. Blood glucose value was 318 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.